Event description:
On july 19, 2008, the lay-user/pt contacted lifescan alleging that the onetouch ultra meter is giving error 2 messages. Per the owner's manual, error 2 could be either caused by a used test strip or a problem with the meter. This complaint is classified according to the documentation of the customer care advocate. After the reported issue began on the day before, the pt reportedly had symptom described as "sweaty." The pt did not take any action in regard to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. During troubleshooting, the customer care advocate verified the testing technique was correct, the test strips are in good condition, and the reported issue was resolved with training. This complaint is being reported because the pt had symptoms that could be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If te lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.